Event description:
It was reported that the lead had no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and analysis revealed all conductors were fractured. There was blood/body fluid (not obstructed) on all conductors, the outer insulation had a cosmetic depression, and the lead was flexed.